Event description:
Advocate states that her son's blood glucose was tested using 2 contour meters and readings were 37 and 179mg/dl. The difference between the readings falls in the "c" or "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.